Event description:
The customer called and reported the insulin pump alarmed with motor error when insulin was low in the reservoir, and numbers were jumping on their own on her display. Customer's blood glucose was reportedly normal. The insulin pump had not been dropped, bumped, or exposed to an electromagnetic field. It was advised to discontinue use of the device. The fixed prime reportedly failed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.